Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe had a safety failure. This was discovered during use. The following information was provided by the initial reporter: prefilled syringe has a spring in the needle and she is unable to control how far in the needle goes.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ syringe had a safety failure. This was discovered during use. The following information was provided by the initial reporter: prefilled syringe has a spring in the needle and she is unable to control how far in the needle goes.